Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited noise and high capture thresholds. During the lead revision procedure on (B)(6) 2015 it was noted that the lead had no slack, possibly contributing to the lead issues. Attempts to reposition the lead were unsuccessful. The lead was explanted and a new lead was successfully implanted. The patient was doing well post procedure.